Event description:
It was reported that the pump unexpectedly shutdown. There was no reported adverse impact to customer's blood glucose level. Additional information was not provided. The customer declined troubleshooting with tandem technical support.